Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se, with a 6fr sheath, after a coronary catheterization interventional procedure. Reportedly, the clip of the starclose se failed to deploy and remains on the distal end of the device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction - device was returned for evaluation. It was initially reported that the device would not be returned for analysis. Subsequent information revealed that the device was returning and available for evaluation. Evaluation summary: the device was returned for evaluation. The reported clip being captured at the distal end of the device was confirmed. Based on the analysis of the returned device, the probable cause for the bent control wire that captured the clip within the locator is related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.